Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter and the catalytic decomp filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a "strong gas smell" (odor) emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.